Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n287904003, implanted: (B)(6) 2011, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the system was explanted sometime in 2014, no one knows the exact date, because the pump was non-functional. It was noted that the patient did well on oral medication so they had no plans to re-implant. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The devices were discarded and would not be available for analysis. No symptoms were reported. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.